Manufacturer narrative:
Adverse event & product problem is being corrected to just an adverse event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Manufacturer narrative:
This follow-up is being filed to report the new failure mode of bias current message and the device evaluation results. Upon disassembly for visual inspection a third party motor was found.

Event description:
It was reported that during a procedure the micro reciprocating saw had no power and the procedure was delayed for 60 minutes while a replacement saw was located. Additional anesthesia for the patient was required due to the event. No other treatment or medical intervention was required. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Event description:
It was reported that during a procedure the micro reciprocating saw had no power and the procedure was delayed for 60 minutes while a replacement saw was located. Additional anesthesia for the patient was required due to the event. No other treatment or medical intervention was required. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Event description:
It was reported that during a procedure the micro reciprocating saw had no power and the procedure was delayed for 60 minutes while a replacement saw was located. Additional anesthesia for the patient was required due to the event. No other treatment or medical intervention was required. No patient or user injury was reported, and no other adverse consequences were alleged with this event. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.